Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and uterine cancer. Concurrent conditions included cholecystectomy (evaluation of biliary duct pre cholecystectomy in patient with abnormal CT), cholecystitis, nausea, smoker, psoriasis, gastrooesophageal reflux disease, nicotine dependence, pelvic discomfort, uterine bleeding and metaplasia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain"), 3 months 11 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression") and inflammation ("autoimmune disorder type of disorder: inflammation"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes or skin conditions") and skin disorder ("rashes or skin conditions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, vulvovaginal pain, depression, inflammation, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, device expulsion, genital haemorrhage, inflammation, menorrhagia, pelvic pain, rash, skin disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: test-total bilateral occlusion, migration of essure device. Ultrasound scan vagina - on (B)(6) 2017: performed recently which revealed migration of the essure device in the lower uterine segment.. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet and mr received, new reporter, new event patient demographic, essure start stop date, indication and event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, autoimmune disorder type of disorder: inflammation, rashes or skin conditions, migration of essure device location of device: uterine cavity and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.